Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and blood pressure high since 2006. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), losartan and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 days after insertion of essure. On (B)(6)2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6)2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In october 2010, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On(B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, weight increased, back pain and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion :(B)(6)2010(discrepancy noted from pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6)2010, hysterosalpingogram showed the essure micro inserts appeared to be in the right position bilaterally, and there was no spillage or fill in either fallopian tube, showing that both tubes are blocked due to the essure. (B)(6)2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6)2012, pathology report gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received outcome of event "pain" was updated as recovered. Concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6)2010, the patient had essure inserted. In october 2010, the patient experienced nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In january 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with oxycocet (percocet), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (ablation). Essure was removed in january 2013. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6)2010, hysterosalpingogram showed the essure micro inserts appeared to be in the right position bilaterally, and there was no spillage or fill in either fallopian tube, showing that both tubes are blocked due to the essure. (B)(6)2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6)2012, pathology report gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events per pfs: nausea, dental problems, vaginal discharge, weight gain, lower back pain and abdominal pain. Outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and blood pressure high since 2006. Concomitant products included losartan. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On an unknown date, the patient experienced back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with oxycocet (percocet), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on(B)(6) 2013. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, weight increased, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6) 2010, hysterosalpingogram showed the essure micro inserts appeared to be in the right position bilaterally, and there was no spillage or fill in either fallopian tube, showing that both tubes are blocked due to the essure. (B)(6) 2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6) 2012, pathology report. Gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received, product information added., event added- depression and mental anguish / anxiety. Events onset date added. Concomitant drug and product added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), endometritis ('endometritis'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, headache, irregular periods, cramps menstrual, menstruation abnormal, dysfunctional uterine bleeding, dysmenorrhea, hypertension, ovarian cyst and paratubal cyst. (B)(6) 2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6) 2012, pathology report: gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Concurrent conditions included blood pressure high since 2006 and obesity. Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen), losartan, nsaids, paracetamol (acetaminophen) and promethazine hydrochloride (promethazine hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, lisinopril, oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation, robotic assisted bilateral salpingo-oophorectomy. And ablation, robotic assisted bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, weight increased, back pain and abdominal pain had resolved and the endometritis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion :(B)(6) 2010(discrepancy noted from pfs) plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Vaginal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain'), endometritis ('endometritis'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching, headache, irregular periods, cramps menstrual, menstruation abnormal, dysfunctional uterine bleeding, dysmenorrhea, hypertension, ovarian cyst and paratubal cyst. (B)(6) 2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6) 2012, pathology report. Gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Concurrent conditions included blood pressure high since 2006 and obesity. Concomitant products included diazepam (valium), ethinylestradiol;norgestimate (ortho tri-cyclen), losartan, nsaids, paracetamol (acetaminophen) and promethazine hydrochloride (promethazine hcl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 days after insertion of essure. In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with doxycycline, lisinopril, oxycodone hydrochloride;paracetamol (percocet) and surgery (ablation, robotic assisted bilateral salpingo-oophorectomy. And ablation, robotic assisted bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, weight increased, back pain and abdominal pain had resolved and the endometritis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion :(B)(6) 2010 (discrepancy noted from pfs) plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Vaginal bleeding. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received. Reporter information, patient race, medical history, concomitant drugs, event: endometritis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with oxycocet (percocet) and surgery (robotic assisted bilateral salpingo- oophorectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2010, hysterosalpingogram showed the essure micro inserts appeared to be in the right position bilaterally, and there was no spillage or fill in either fallopian tube, showing that both tubes are blocked due to the essure. (B)(6) 2013, pathological report gross examination: the specimen consists of two ovaries with detached portions of fallopian tube. The first ovary is pink-yellow weighing 12 grams measuring 4.2 x 2.5 x 1.8 cm. Cut section of the ovary shows multiple cystic structures ranging in size from minute 10 approximately 0.9 cm in greatest dimension. A corpus luteum cyst is noted measuring 0.9 cm. The attached portion of fimbria is pink-purple with focal adhesions. The detached portion of fallopian lube measures 2.5 x 0.6 cm. Representative sections of ovary and tube are submitted in cassettes a and b. The second ovary is pink-purple weighing 9 grams measuring 3.2 x 2.4 x 1.8 cm. Cortical aspect is smooth. Cut section shows multiple cystic structures ranging in size from minute to 0.4 cm. Separately received portion of fallopian tube is pinkpurple with a 0.8 cm cystic structure attached. The tube measures 2.4 x 0.4 cm. Possible fimbria is identified. Cut section shows a light tan wall and an apparent lumen. Representative sections submitted in cassette c and d. On (B)(6) 2012, pathology report gross examination: the specimen consists of a uterus and cervix weighing 116.7 grams and measuring 9.3 x 5.5 x 4.5 cm. The cervix is pink-while with an average diameter of 3.5 cm. The cervical os is gaping measuring 1.3 cm. The uterine serosal surface is pink-tan. The endometrium is triangular with areas of scar tissue. Very little if any normal endometrium is present. The myometrium is pink·tan with maximum depths of 2.4 cm. No grossly identifiable nodules or masses are found. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: event (abnormal bleeding) added. Concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (physician advised to have the device removed, hysterectomy was performed). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience severe pelvic pain, whereupon she was advised to remove the coils and subjected to hysterectomy. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with me reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience severe pelvic pain, whereupon she was advised to remove the coils and subjected to hysterectomy. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). The case was classified as incident because of device removal. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.